Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the balloon is well folded and shows no signs of inflation but a small amount of dried contrast medium residue was observed in the inflation lumen, indicating application of negative pressure. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. The angiographic material shows the pre-dilation of the lesion, followed by positioning of the complaint instrument. In the next sequence, the complaint instrument has been withdrawn and a longer sent system is positioned in the target lesion. The stent is successfully implanted. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Please note that, according to the IFU, the user is advised to select a stent size which is equal to or longer than the lesion length.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (50 percent stenosis degree). The lesion could not be crossed with the device.